Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I vomited so much, hospitalized, dehydrated and like six ivs, only bile. [Vomiting] I vomited so much, hospitalized, dehydrated and like six ivs, only bile. [Dehydration] case description: on (B)(6) 2024 a spontaneous case was reported in argentina by a(n) patient. On (B)(6) 2024 new information was(were) received for this case. The report concerns a(n) female consumer. The consumer received generic corega without flavour (carna+polma cream) for indication(s) product used for unknown indication for an unknown indication for an unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting generic corega without flavour, the consumer was hospitalized due to I vomited so much, hospitalized, dehydrated and like six ivs, only bile. The outcome of the event I vomited so much, hospitalized, dehydrated and like six ivs, only bile was unknown. On an unknown date, the consumer was hospitalized due to I vomited so much, hospitalized, dehydrated and like six ivs, only bile, (preferred term: dehydration). No medical history was reported. No drug history was reported. The reporter provided the following comment: "ten thousand and it made me vomit for two days. I was hospitalized with IV fluids. Be careful.". The action(s) taken were: for generic corega without flavour was unknown. On (B)(6) 2024, the following update(s) has(have) been provided - on (B)(6) 2024 a spontaneous case was reported in argentina by a patient via social media. I'm so scared to put it back in, I've never vomited so much in my life. Be careful, hospitalized, dehydrated and like six ivs, just bile, it was like a faucet. Additional event of dehydration and reference number was added.

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Vomiting [vomiting]. Case description: on 2024-10-01 a spontaneous case was reported in argentina by a patient. The report concerns a consumer. The consumer received corega (carna+polma cream), lot and expiry date was unknown for product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega, the consumer was hospitalized due to it made me vomit for two days. I was hospitalized with IV fluids (preferred term: vomiting). The outcome of the event vomiting was unknown. No medical history was reported. No drug history was reported. The action(s) taken were: for corega was unknown. Dechallenge was unknown and rechallenge was not applicable. The causality of the event was reasonable possibility. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "ten thousand and it made me vomit for two days. I was hospitalized with IV fluids. Be careful."